Manufacturer narrative:
The cause for the elevated ca 125ii patient correlation results with the new reagent lot (157) is unknown. At the time of the initial patient correlation study, the customer noted that the same ca 125ii calibration lot (cal 24) used to calibrate the original reagent lot (156) was also used for reagent lot (157) and the assay calibration or correlation was not repeated. Siemens provided another ca 125ii reagent lot (158) and calibration lot (cal 25). The customer performed a patient correlation study with this new reagent lot (158) and calibrator lot (cal 25) and the results observed by the customer were acceptable. The customer is satisfied with the results. No conclusion can be drawn. Repeat ca 125ii lot to new lot patient correlation results:reagent lot 156 reagent lot 158calibrator lot 24 calibrator lot 25results (u/ml) results (u/ml)5.3 5.312.4 11.7123.3 12543.1 47.6287.9 317.4 the instrument is performing within specifications.

Event description:
An advia centaur ca 125ii positive bias was observed by the customer when performing a reagent lot to new reagent lot patient correlation. The samples that were utilized for the new reagent lot correlation study had previously been frozen and thawed for the new lot patient correlation. The correlation samples were repeated on the current reagent lot in use and also run on the newer reagent lot. The correlation results obtained from the in use reagent lot agreed with the initial and reported patient results. The correlation results that were obtained from the newer reagent lot were elevated. The ca 125ii correlation results for the new reagent lot were not reported. There was no known report of patient treatment being altered or adverse health consequences due to the elevated advia centaur xp ca 125ii correlation results.